Event description:
The account alleged that the pt could not place a nurse call using the side rail. No pt impact.

Manufacturer narrative:
The communication cable connector was reconnected by the account to resolve the issue.